Event description:
It was reported that there was unspecified damage noted on the patient line of the homechoice cassette which resulted in a leak during peritoneal dialysis therapy. The leak was further described as ¿liquid on the floor". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph was provided for evaluation. The returned photograph was reviewed, which showed damage to the patient line and drain line. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.